Event description:
The customer reported fluid leaked involving unicel dxi 800 access immunoassay system. The customer stated the system's waste line had come off causing the fluid leak. The customer had on personal protective equipment (ppe), a laboratory coat and gloves. No patient results were generated. All quality control (qc) results were within range. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The customer discontinued use of the unit. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and replaced tygon tubing and primed the system. The fse verified system performance per the published performance specifications. The unit conformed to the manufacturer's published performance specifications. (B)(4).